Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, eccentric, 90% stenosed, de novo lesion in the mid right coronary artery. Resistance was felt during advancement of the 2.25x15 mm trek and the 1.5x6 mm mini trek balloon dilatation catheters to the lesion, after which the balloons could not be pressurized. Leaks were observed in the shafts of both catheters approximately 2-3 cm proximal to the proximal balloon seals. There was no resistance during retraction of either device. The procedure was completed using other trek rx balloon catheters of the same sizes. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft leak was confirmed. Physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The trek referenced is being filed under a separate medwatch report.